Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Healthcare professional reported left-side reason for removal as "capsular contracture" baker grade unknown. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b.5

Event description:
Healthcare professional reported left-side reason for removal as "capsular contracture" baker grade unknown. Healthcare professional later reported "capsular contracture baker grade IV". Device was explanted.